Event description:
The customer reported that the system was not saving images. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The boards inside the workstation were reseated. The system was tested and found to be working as intended and put back into service.